Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that intra-operatively, the spheres were not being tracked. A recognition failure occurred due to the defect of the spheres or the system. Use of the navigation system was hindered. The issue could not be resolved on the spot and navigation was impossible to be used continuously, so the system could not be used for the procedure. The procedure was completed with no further issues and with no impact to the patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.